Event description:
A surgical assistant reported that during an intraocular lens (iol) implant surgery, the leading haptic would not unfold and stuck to the middle of the haptic. A vitrectomy was performed. The iol was removed and replaced during the initial surgery. The iol was replaced with a different model. In a follow up, the surgeon reported that the pt recovered without further treatment.

Manufacturer narrative:
The product was returned for analysis. The optic is torn/split (possibly cut) into two pieces. The observations reasonably suggest that the damage occurred due to improper handling as outlined in the directions for use. The account indicated the use of an unapproved viscoelastic. Product history records were reviewed and al documents indicate the product wet release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2009 by phone, fax, and mail. A completed questionnaire was received on 03/10/2009.